Event description:
It was reported that at 2,021 joules while using the side-firing surgical fiber, the pointer (aiming beam) was observed pointing to a frontal (forward) position. Time expended: 0:0027 minutes. The procedure was completed using an alternate procedure (turp). Patient outcome: the patient was discharged two days after the procedure; there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits mild devitrification at the output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.